Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In october 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced denture wearer ("dentures"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and denture wearer outcome was unknown. The reporter considered denture wearer and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: denture wearer. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.